Manufacturer narrative:
No samples were returned for investigation. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Corrective actions are in process.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the pump showed error code n185; the pump was replaced but the issue remained. The set was replaced and issue solved. There was unknown patient involvement, but no patient harm reported in the event.